Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The harness cable from vent engine to display control board and the cable from vent monitoring board to display control board cables were replaced to resolve the issue.

Event description:
The hospital reported an internal error that causes a loss of mechanical ventilation. There was no report of patient involvement.